Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low amplitude and oversensing on the left ventricular (lv) lead. Troubleshooting options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low amplitude and oversensing on the left ventricular (lv) lead. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.